Event description:
Rep responded to the email stating that "I believe this ticket was closed. I spoke to scs technical support last week about this event. ".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had not used the ins in a while so they were trying to use the passive charge function to get the ins to charge and communicate. The patient had an MRI so they attempted to check the ins yesterday and were unable to communicate with the ins. At the time of the call the caller was in the passive charging session. The numbers on the passive charging screen were 93 93 96, the caller moved the recharger away from the ins and then back and the numbers were 86 95 96. The issue was not resolved through troubleshooting. The caller was going to continue charging with the patient. Rep reported trying passive recharge mode(prm) for an hour but patient didn't get the normal recharge screen and rep tried to connect with the tablet and she couldn't. Technical services(ts) had rep disable and then re-enable implant and she got into prm again. Given that the prm number were in the 80s even when in the air, rep then used another recharger and the numbers got into 20s when the recharger was held in the air but in the low 90s when over the neurostimulator. Rep to do more prm with patient and after 3-4 sessions then she is to try to disable/re-enable again. If that didn't work then rep is to try another controller. Rep felt the neurostimulator might be deep, which would interfere with recharging. Mdt rep (manufacturer representative (rep) called and took over for a colleague of theirs in troubleshooting this case today. Mdt rep. Saidthe ins had been in passive recharge mode for past 2 hours and still had not advanced. Mdt rep. Tried tablet communication, but even with communicator directly against implant, tablet communication was not possible - mdt rep. Got no device response. Mdt rep. Performed disable/enable device feature, but ins remained in passive recharge mode. Pt said they had not charged the ins for about 2 years and last charged it for a medical procedure 2 years ago. Pt said they never used the ins therapy, but now had a MRI on monday. Pt mentioned they fell about 8 months ago on the side of the ipg, but did not feel pain or other sensations at implant site. Pt said they had not had any noticeable weight loss or gain. Numbers in passive recharge mode were 84, 97, 97. Tss suggested trying new controller and recharger as a very last step in troubleshooting and reviewed possible corrosion issue with mdt rep. Tss requested recharger and controller from repair. Called to follow-up on this case, the caller indicated that they had a completed eligibility form that identified the patient as being full body eligible. Technical services reviewed information about the MRI eli gibility form. Tss opened case to reassign it and to send email to mdt reps asking for status updated.